Manufacturer narrative:
The customer was instructed to clean the tables and calibration squares thoroughly with di water. Customer states that operators were retrained in using proper technique. New controls from the recommended list of controls were sent to the customer and customer states that they have had no issues and feels the instrument is fully functional.

Event description:
Customer stated that the instrument reported (B)(6) leukocyte results compared to a visual read of large leukocytes on a patient sample. There was no report of injury due to this event.